Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge with insulin into pump, even though usable insulin in cartridge was greater than required amount. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area on pump as instructed, reloaded same cartridge, and issue was resolved when cartridge was successfully loaded and insulin delivery was resumed.

Manufacturer narrative:
(B)(4).